Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient's incision at his head was not healing properly. The surgeon inspected the incision and decided to remove the stimloc and lead on (B)(6) 2018 to allow the skin to properly heal. No known external factors were thought to have led or contributed to the issue. The issue was resolved at the time of the report. No infection was reported. It was reported the surgeon would re-implant the lead once the incision healed. The patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that on the right side, the lead was explanted due to infection and extension was capped off with ins left in patient's body. The patient was going to have an MRI pre-op for lead implant next week.